Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited intermittent capture and high impedance and increased counts to the sensing integrity counter (sic). The lead delivered an inappropriate shock due to oversensing and noise. The lead remains in use. No further patient complications have been reported as a result of this event.